Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (66 mg/dl). The customer consumed food and juice to stabilize bg level. Reportedly, the cause of the low bg was due to pump settings. The customer is working with health care provider on adjusting settings.